Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not detect on communication bus due to drawer being unplugged. A field service engineer setup machine to configure drawer by pharmacy to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawer did not detect on communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this incident.